Event description:
It was reported that the burr fractured. The 85% stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was fractured. The burr was simply removed from the patient and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection, but no device fractures were identified. Product analysis did not confirm the reported event, as there were no fracture damages identified to the device.

Event description:
It was reported that the burr fractured. The 85% stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr was fractured. The burr was simply removed from the patient and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.